Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a broken clip on the carrying case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The carrying case (lot # 1413501) was not returned for evaluation. The reported event could not be confirmed. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the device could not be performed since the device was not returned for evaluation. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed, but not limited to deterioration and/or due to the handling of the carrying case. If information is provided in the future, a supplemental report will be issued.